Manufacturer narrative:
(B)(6). The device was manufactured august 8, 2016 - august 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow after the device was filled with an unspecified drug solution. This was noted prior to use. There was no patient involvement. No additional information is available.